Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported, right side implant rupture. The device has been explanted and replaced with a non-abbvie device.

Event description:
Physician reported right side implant rupture diagnosed by ultrasound and MRI. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings assessed as unidentified (tear) opening (shell thickness within specification) and surgical damage.